Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the cutting wire of the truetome 44 broke when it was inserted into the duodenal papilla. Reportedly, no part of the device detached inside the patient. In addition, there was no other visible damage of the device and the packaging. The procedure was completed with a second truetome 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device codes: the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed to be in a good condition and no defects were noted. The complaint was not consistent with the reported event of cutting wire broke. All compiled information on this investigation determines that the most probable cause is no problem detected since the complaint included a returned device review (visual and physical) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire of the truetome 44 broke when it was inserted into the duodenal papilla. Reportedly, no part of the device detached inside the patient. In addition, there was no other visible damage of the device and the packaging. The procedure was completed with a second truetome 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.